Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported heart block remains unknown.

Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a supraventricular tachycardia procedure, a heart block occurred requiring a permanent pacemaker to resolve. A slow pathway and 2 echo beats were seen initially. A brief run of supraventricular tachycardia was induced with a left lateral concealed pathway. The coronary sinus 1-2 showed the earliest retrograde a. During ablation of the slow pathway for atrioventricular nodal reentrant tachycardia, the lesion provided multiple consecutive slow junctional beats, two rapid atrial beats then complete heart block. Rf off was called immediately when the 2 rapid beats occurred. After waiting for 30 minutes without any resolution to sinus rhythm a permanent dual chamber pacemaker was placed. The patient was stable.